Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the stain inside the lens due to the gap of the acoustic lens glue could not be determined. It is possible that the issue was cause by normal wear and tear, customer handling, or increasing use and time. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found, a water and air leakage from the tip and connector due to damaged parts, the ultrasonic probe and tip were damaged due to physical load, angle fixing is not possible due to deterioration of the friction plate, insufficient angle due to angle wire elongation, the forceps lever cannot be raised or lowered due to the complete breakage of the forceps elevator wire, operational damage due to physical load and forceps channel not working properly. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility requested a repair for the evis exera ii ultrasound gastrovideoscope due to the forceps elevator not working properly. The facility did not confirm when the event was found but there was no harm or user injury reported due to the event. Upon inspection and testing of the customer returned device, there is a gap of adhesive on the distal end which a stain entered inside the lens through the gap. There is also a gap between the acoustic lens and ultrasound probe. This report is being submitted for the event found during evaluation.